Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 10.0 mmol/l. No further details given.

Manufacturer narrative:
Findings: pump was received with no up and down button response due to corroded keypad traces. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.